Manufacturer narrative:
The investigation into the reported purge leak has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The cause of the purge leak was due to damage to the filter to tubing joint specifically at the filter neck or tubing to filter neck bond. The tubing to filter neck bond damage occurred after 114 days which is beyond 60 days impella 5.5 indication for design life. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A publication found by abiomed japan literature review on (B)(6) 2023 reported a 60-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. "When the patient stood up this evening, the purge line from the red port to the purge filter broke. The field service representative reached out to the team and they suggested the 20 gauge access needle method and walked them through the process. The purge flows and pressures normalized and the pump returned to normal functions. There were no issues at that time. The team is aware that the patient had been on support for over 120 days. It was reported there was a successful extended use of impella5.5 as a bridge to heart transplantation".